Manufacturer narrative:
Additional information in a2, a3, h6. Correction to d1: brand name and g5: PMA/510k #. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number provided by the customer, h25097, was invalid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location which led to the alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and ending the therapy session and also advised the patient to reach out to their nurse in regard to completing treatment. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.